Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: since product was not returned it is not possible to determine why the physician experienced problem with the green knob. However it is plausible that if the green knob was rotated the wires were caught between the handle and the release knob, which may impede the release of the stent graft. No evidence to suggest device not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: after the graft was deployed and the white bolt lock was released, the dr. Try to unlock the green lock, this got stock making unable to release the proximal part of the graft. A kelly clamp must be used in order to release it. There were no further complications. Patient outcome: the patient did not experience any adverse effects due to this occurrence.